Event description:
One scissors blade tip allegedly broke off intraoperatively. A post operative x-ray shows that the broken tip (approx. 4mm long) remains in the dorsum of the pt's nose. No other info was given.